Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation of the pulse generator, it was noted that the right atrial (ra) lead exhibited high pacing impedance. On (B)(6) 2022, the patient presented to the hospital for an ra lead replacement procedure. The physician attempted to implant a new lead at an axillary access but was unsuccessful. The physician opted to leave the lead in use and complete the procedure. The patient was in stable condition.